Event description:
The manufacturer received information alleging an issue with a ventilator's power source. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and error codes related to the charging of the internal battery were observed. The device's internal battery and power management board need to be replaced to address the issues. The device has been evaluated but the components have not been replaced pending customer approval of estimate.